Event description:
According to the reporter, pre-operatively, during preparation the device rotation was not possible even when the left upper/lower rotation button was pressed in the direction of the cartridge. Another handle was used. There was no patient involvement. Pli 10 medtronic's initial evaluation of the incident found that there was loose motor screws.

Manufacturer narrative:
Concomitant prod: sigpshell (sig power sigpshell control shell, lot number: unknown); sigadaptstnd (sig power sigadaptstnd linear adapter, serial number: unknwon); unknown egia su (unknown endo gia sulu, lot number: unknown). Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of loose motor screws was detected. This condition has a potential for patient harm. The investigation detected an unreported condition of loose motor screws that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. It was reported that the jaws of the device did not rotate. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The failure could not be determined. Further action was not required because the event had foreseen risk and is included in a data monitoring plan. The investigation determined that the battery health algorithm shut off the battery. Additionally, it was noted that the batteries had vented. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed vented battery was determined to be from battery degradation. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Additionally, the investigation detected an unreported condition of a damaged transistor that has no relationship to the reported condition. A damaged electrical component resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The root cause of the observed damage was misuse of the product. The investigation found the unreported failure did not cause or contribute to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.